Event description:
The patient reported that the buttons have been sticking over the past month.

Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated on (B)(4) 2011. During testing the keypad buttons were intermittently activating pump functions when pressed. The keypad rubber was intact. Contamination was found under button contacts. The pump history was reviewed and daily insulin delivery totals correctly reflected the patient's programmed basal rates. The pump was exercised and no delivery defects were found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.